Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from three patient samples processed using vitros troponin I es reagent with a vitros 5600 integrated system. The most likely assignable cause is likely an analyzer issue. Vitros tropi es precision testing performed was not within acceptable guidelines, suggesting an instrument issue was likely a contributing factor of the higher than expected tropi results. An ortho field engineer performed service actions which included cleaning the micro-well incubator, performing the microwell incubator lift pin and ring adjustments, and reagent metering adjustments, replacement of the microwell shuttle drive motor, the outer heater plate, and the outer ring. After the completion of the service actions, acceptable within run tropi es precision results were obtained, verifying the analyzer was returned to the expected performance. Based on historical quality control results, a vitros tropi es lot 2510 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2510 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Pre analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from three patient samples using vitros troponin I es reagent in combination with a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es results for patient samples 1 and 3 were reported from the laboratory; however, sample testing was repeated and corrected reports were issued. The higher than expected troponin I es result for patient sample 2 was not reported from the laboratory. There were no allegations of patient harm as a result of the event. (B)(4).